Manufacturer narrative:
We have now concluded our investigation for the complaint received. A device history record review was carried out for the lot supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. A risk management review found no further action to be required for each of the failure modes. A review of the IFU found no issues that could have caused the reported failure modes. Our clinical investigation team concluded: ¿a review of the photos provided does not confirm the reported ¿maceration or wound dehiscence¿ and a conclusion cannot be made if this is a failure of the dressing or if patient circumstances resulted in higher volumes of effusion that required absorption immediately post-operatively. The complaint of looking poorly cohesive and luscious or paper tearing could have been impacted by shipping or storage. No further impact to the patient is anticipated as a result of this issue based on the details provided.¿ the returned sample was evaluated both visually and functionally. Paper tears were observed in the pouch near the lead-in seal, however the failure mode could not be further replicated, therefore a root cause could not be found. The silicone in the wcl could have small beads of silicone come off, which would leave a lack of adhesive where the silicone has come off. A functional evaluation tested free swell absorption and absorbency compression. Both complied with specifications. The wound contact surface of the pico dressing is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. Our investigation failed to determine the root cause for each failure mode outlined in the complaint. However, smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a pico was applied to a saphenectomy incision in a patient that does not have high risk factors. Seven days after the pico application, the dressing was poorly saturated, the skin was macerated in a region where there was a small amount of drainage, an apparent consequence of not having rapid or immediate absorption of the exudate to the absorbent layer. After removal of this dressing, a superficial dehiscence of 0.5 cm was obtained. No exudate drainage at the time of dehiscence.